Event description:
This complaint is now reportable based on the analysis completed on 05/09/2006. It was reported that during a coronary drug-eluting stenting treatment procedure, the 3.00x24 mm taxus liberte-drug eluting stent tip kinked during implantation. The 80% stenosed lesion being treated was located in the non-tortuous, severely calcified left anterior descending (lad) artery. The lesion was not pre-dilated. No patient complications were reported. Patient status reported as "ok." However, the returned product revealed a shaft fracture.

Manufacturer narrative:
Device analysis confirmed the complaint reported. The hypotube had broken approximately 19.4 centimeters distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. However, we cannot at this time determine a root cause for the complaint reported. There are a number of complex factors effecting deliverability; for example, lesion type, anatomical tortuosity, pre-dilation, guidewire and guide catheter selection, user technique etc. All of these factors must also be considered when investigating a complaint of this nature. The shopfloor paperwork has been reviewed, and no issues were noted that would have contributed to the complaint reported.